Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: 511212 competitor lead, implanted: (B)(6) 2002; 6945-65 lead, implanted: (B)(6) 2007. (B)(4).

Event description:
It was reported that approximately two months post implant, the patient visited the clinic for symptoms of fatigue, shortness of breath, and palpitations. It was discovered that their right atrial (ra) lead had loss of capture due to a dislodgement. Initially, programming changes were completed to resolve the patient's symptoms. A short time later, both the ra lead and implantable cardioverter defibrillator (ICD) were repositioned. One day post-op repositioning, a chest x-ray was performed showing the patient had developed a left-sided pneumothorax. A follow-up chest x-ray performed two days later, showed that the pneumothorax had increased in size. A chest tube was placed until the pneumothorax was able to resolve and the patient was able to be discharged home. Both the ICD and ra lead remain in use. No further patient complications have been reported as a result of this event. The patient is enrolled in the wrap-it clinical study.

Manufacturer narrative:
Corrections. If information is provided in the future, a supplemental report will be issued.